Manufacturer narrative:
Model number/catalog number: 72404130, (B)(4), model/catalog description: narrow back cuff with iz. Model number/catalog number: 72404127, (B)(4), model/catalog description: control pump with iz.

Event description:
It was reported that patient had his artificial urinary sphincter removed as the device no longer worked due to a leak in the balloon. A new artificial urinary sphincter consisting of a 4.5cm cuff, pump, and balloon were implanted. The patient status was reported as good.